Manufacturer narrative:
Examination of the reported devices was not possible as they not returned. A search of the complaints databases finds no other related reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Litigation papers allege patient suffered injuries that are ongoing and continuing in nature; excessive levels of cobalt and chromium.update - (B)(4) 2012 - patients preliminary disclosure received, which included operative report of primary surgery. Primary surgery operative report states there was an intraoperative proximal femoral and greater trochanteric fracture.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.